Manufacturer narrative:
(B)(4). Date sent: 12/14/2021 received additional information: received op notes. Op notes attached.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim which states that patient with bmi of 40.8 and history of lap band placement and removal underwent a lap-assisted sleeve gastrectomy, esophagogastroduodenoscopy, and nasoduodenal tube placement. The op report indicates all firings on the stomach were made with seam guard buttress material. The first 2 firings were green, the third firing was gold and all remaining firings were green ¿due to increased thickness of the gastric tissue at the site of the prior lap-band.¿ further, the operative note indicates that during the final firing of the stapler, ¿a crack was heard¿ and that ¿only the initial third of the staples had deloyed correctly.¿ it was noted staples on the resected portion of the stomach had formed fully. The decision was made to repair the area with suture. No further medical records available at this time to provide information on post operative course."